Event description:
It was reported that while inserting the rover power plug into the user facility's wall outlet, sparks were observed. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field svc rep was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.